Manufacturer narrative:
The customer¿s report with an infusion completing sooner than expected was not replicated during testing. During testing, there were no observations of unregulated flow. Review of the pcu event log showed the most recent use of suspect device was on (B)(6)2019. On this date, the suspect device, channel b lvp s/n (B)(4) was programmed to infuse of heparin (25000 unit in 250ml) - drugid 213. Suspect device was selected for a bolus dose (dose-2000 unit, rate 300 ml/hr., vtbi 20ml, duration 4 minutes). Device alarmed twice for air in line, once for flo stop open and once for door open before being powered off at 4:33:41 pm. Using the pcu event log, the user¿s programming steps were replicated on the returned pcu s/n (B)(4) and source pump module s/n (B)(4). Rate accuracy testing were performed using the customer¿s returned pcu s/n (B)(4) and source pump module s/n (B)(4) results indicated that the system was in specification. The total volume infused was 21.095 ml. Customer did not provide event administration set for investigation, therefore could not be tested. The root cause could not be identified.

Event description:
It was reported that an infusion of heparin at 9cc/hr was complete four hours later, administering too fast. Although requested, no further information was received.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an infusion of heparin at 9cc/hr was complete four hours later, administering too fast. Although requested, no further information was received.